Manufacturer narrative:
Corrected data: h3 - "visual inspection found visible damage to the lens" should be corrected to "visual inspection found no visible damage to the lens." Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial and moisture and residue on the lens. Visual inspection found visible damage to the lens and residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -11/1.0/93 (sphere/cylinder/axis), implantable collamer lens, was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was repositioned due to lens rotation not associated to a low vault but it did not resolve the problem. On (B)(6) 2020 the lens was exchanged for a longer length lens and the problem resolved.